Event description:
According to the reporter: occurred during a laparoscopic resectioning. There was poor staple formation and the staple line was incomplete centrally. There was unanticipated tissue loss and temporary tissue damage. The incision was extended by more than 1 inch due to the product problem. Surgical time was not extended by 30 minutes or more due to the product problem. The patient status is alive, no injury. Relevant medical history: chemotherapy/radiation treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.